Event description:
Due to the limited info provided, co is unable to determine the cause for the reported tip separation. It was reported that during a radio frequency ablation procedure, the tip of the device became dislodged and retained in the vasculature area of the lower left lung fields. Subsequently, the procedure was aborted. The pt remained stable and in normal sirus rhythm and was transferred to the floor for observation. After transfer, no add'l pt sequela occurred. Five days post procedure, the tip of the device was successfully removed without incident. The pt was discharged the following day in stable condition.

Event description:
It was reported that during a radio frequency ablation procedure, the tip of the catheter became dislodged and retained in the vasculature area of the lower left lung fields. Subsequently, the procedure was aborted. The patient remained stable and in normal sinus rhythm and was transferred to the floor for observation. After transfer, no additional patient sequela occurred. Five days post procedure, the tip of the catheter was successfully removed without incident. The patient was discharged the following day in stable condition.